Event description:
The customer used the device to check pt's blood glucose. Customer obtained a reading of 171 mg/dl. Patient could not talk and did not act normal. Customer tried to give patient orange juice and then called 911. The paramedics took patient to the hospital and their glucose was 37 mg/dl. The hospital stabilized patient and the treatment is unknown. Controls was not used on the system. The device was replaced and requested to be returned for evaluation.